Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection), patient¿s condition affected effectiveness of device (anatomy related; pre-implant dissection and lupus), unapproved use of device (user related; not follow the IFU for using system for treatment of a dissection).conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; pre-implant dissection and lupus), off ¿label, unapproved or contraindicated use (user related; not follow the IFU for using system for treatment of a dissection).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic type b dissection. It was reported that on an unknown date the patient had an unknown length type a dissection. The physician believes that the cause of the type a dissection was the bare metal stent portion of the valiant stent graft system however, the patient has lupus and has dissections all over the body. Currently the patient is refusing additional treatment. The physician will continue to monitor the patient. No additional clinical sequelae were reported. Exact date of the event is unknown.